Event description:
The report received from the affiliate indicated that during post-dilation of a non-cordis aaa stent graft, the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc) ruptured at approximately four atmospheres (4 atm.) During the initial inflation. The bc was successfully removed from the patient. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. No target lesion information was available. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and was used subsequently with other devices. The contrast used was unknown. The ratio of contrast to saline was fifty/fifty. The device prepped normally. An unknown inflation device was used. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during post-dilation of a non-cordis aaa stent graft, the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc) ruptured at approximately four atmospheres (4 atm.) During the initial inflation. The bc was successfully removed from the patient. The procedure was completed successfully. There was no reported patient injury. No target lesion information was available. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and was used subsequently with other devices. The contrast used was unknown. The ratio of contrast to saline was fifty/fifty. The device prepped normally. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. One non sterile catheter maxi ld 25.0mm x 4.0cm 110.0cm was received coiled inside a plastic bag. The balloon was not inflated. Inflation medium residues were observed in the returned device. A balloon burst was observed in the returned device. No other anomalies were observed in the returned device. A leak test could not perform due to balloon burst condition. Sem analysis was performed to identify the cause of balloon leakage. Results showed that the balloon external surface exhibited evidence of scratching; the balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst-at/below rbp was confirmed through analysis of the returned device; however the exact cause could be not determined. With the information available for review, factors contributing to the balloon burst could not be determined. Balloon burst is a known procedural complication during angioplasty procedures. Procedural factors and vessel characteristics are often contributing factors to balloon burst. Based on the analysis, the returned device exhibited evidence of scratching near the burst. This may indicate that vessel characteristics leading up to or within the target vessel may have contributed to the burst in this case. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15657508 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.